Event description:
Customer reports back to back testing on the compact plus system with results of 94 mg/dl and 15 mg/dl. No quality controls were run during the call. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.